Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) an automatic refill error was displayed. There were no health problems.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device code, investigation type, investigation findings, investigation conclusion).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse when verified it internally, the reported information was reproduced. It was found to reoccur approximately 6 hours after pumping began. After isolating the problem and replacing the pnematic module asssy (0997-00-1178) parts, the problem no longer occurs. After that, fse operated it continuously for a week and confirmed that it was working normally. An inspection was carried out based on the service manual and confirmed to be normal.

Event description:
N/a.